Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. H3: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with nine remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The device is not getting clamped. The handle was able to be squeezed when the issue occurred. Only the tip of the jaws were able to close but not a complete closure. The jaws did not lock onto the tissue, but the jaws were removed from the tissue by using a laparoscopic forceps. There were no issues experienced with the loading or firing of the clips. Clips were able to be fired from the device and none of the clips were malformed. A clip fell into the cavity of the patient but was retrieved. There was no patient harm and no medical intervention required. The patient has been discharged from the inpatient adult care unit